Manufacturer narrative:
Device passed the displacement test. Device received with serial number label damage or faded. Hardware low level failures alarmed during self test and confirmed in device history with variable due to broken trace at u1 keypad assembly .volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed hardware low level failure during self test. The customer¿s blood glucose was 9.8 mmol/l. The troubleshooting was done and also reported that sticker on backside was not available. The insulin pump will be returned for analysis.